Manufacturer narrative:
Physio-control evaluated the customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. The issue could not be duplicated during testing. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock on the first attempt and then shocked on the next attempt. There was no report of patient use associated with the reported event.